Event description:
It was reported that there was a malfunction resulting in an inability to switch ventilation modes as expected. There was no patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Manufacturer narrative:
The customer replaced the microswitch to resolve the issue.